Event description:
The patient¿s mother contacted insulet¿s product support requesting guidance on how to pause insulin delivery, reporting that the patient had been hospitalized on (B)(6) 2026. The patient¿s mother stated that she believed the system was providing too much insulin; however, she also stated that she was not present with the patient and did not know the specific reason for the hospitalization. She was unable to provide any diagnosis or clinical details related to the hospitalization. When asked whether the hospitalization was due to hypoglycemia, the patient¿s mother indicated that she could not confirm. The reason for hospitalization is unknown. The mother speculated that hospital staff may have wanted to pause insulin delivery because the patient could be transitioning to intravenous insulin, but she was unable to confirm. No additional information regarding blood glucose values, diagnosis, treatment, or anticipated discharge date was provided despite multiple good-faith efforts to obtain additional information.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.